Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert indicating that the atrial amplitudes are low. Undersensing was observed as a result. Additionally, there was an increase in pacing impedance. The pacing impedance remained within range. There were also stored atrial tachy response (atr) episodes. The health care professional (hcp) suspected that the atr episodes were a result of oversensing of noisy signals. The hcp will schedule a follow-up for troubleshooting. The device remains in use. No adverse patient effects were reported.